Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter ok button was not responding. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at about 5pm, the patient stated the alleged issue started. The patient stated he uses insulin pump therapy (type unknown) to manage his diabetes. The patient claimed he made no changes to his diet, activity level or medications on the day of the alleged issue. The patient stated he self administered 5 units of novolog insulin according to his sliding scale on (B)(6) 2012 at 9:00pm. The patient reported about the same time on (B)(6) 2012 at 9:00pm, he developed symptoms of "blurry vision and dry mouth." The patient denied receiving any further medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used, and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test due to the alleged issue, administered his medications as usual, and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.